Event description:
A nurse in the intensive care unit pulled a new safety lancet out of the box to take to a patient's room. Before actually using on the patient, the lancet fell apart in the nurse's hand. No injury to the nurse was reported.